Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that the display screen is timing out too quickly after bolusing. It goes blank and goes to sleep. There is no adverse event reported with this issue. This complaint is being reported because the issue is not resolve.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.